Event description:
Additional information received indicates the ipg is not liable. Normal end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01276. It was reported the patient¿s ipg has reached its end of service. Surgical intervention may take place at a later date. It is unknown which ipg is liable, as such both are being reported.